Event description:
The customer reported to vyaire medical that circuit has a loose connection between the elbow and came apart during surgery. The size of the circuit is smaller from than it should be. Anesthesia disconnection was quickly recognized and the circuit was reconnected. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: the customer did not return the physical sample for the investigation; however, customer sent a picture for the investigation. In the picture sent by the customer we can observe the part number r5600eb and the filter part number r557056200 both used for the manufacture of the fg b1754xt4, no defect is found on the picture provided. The device history record were reviewed and no issues were found. For that reason the reported defect was not confirmed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.